Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was in the calcified and moderately tortuous distal right coronary artery. The 4.0x12mm liberte' bare stent delivery system (sds) was advanced to the lesion after pre-ivus. The device was unable to cross the lesion. The physician removed the device from the patient and found the distal edge of the stent was lifted up. The procedure was completed with another of the same device. There were no reported complications and the patient condition is good.